Event description:
During a colonoscopy procedure, the physician used a cook endoscopy tri-clip endoscopic clipping device. The physician advanced the device through the accessory channel of the endoscope. The handle stem and spool separated during the attempt to close the clip onto the tissue site. The closed clip fell into the pt and was left to pass naturally. The procedure was completed with other clipping devices. Post procedure, the pt's condition was reported as fine.